Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Only the used device was returned loose inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully deployed. The nozzle was removed and cleaned. After the removal of the dried viscoelastic, the nozzle was re-evaluated. Slight stress lines were observed on the posterior right side of the nozzle tip just beyond the depth guard. No other observations were made. The plunger was removed from the body of the device to further evaluate. There was no damage observed to the plunger. The plunger was secure upon reinsertion with no difficulty or abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of "plunger was too forceful when pushing into the eye, capsule rupture". The explanted lens was not returned. Only the used device was returned. The plunger was fully deployed. The plunger was removed, evaluated, and reinserted. There was no damage or problem found with the plunger. Slight stress marks were observed just beyond the device depth guard. The stress lines may indicate that the lens may have been in an improper position for advancement per the instructions for use (IFU). The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger was too forceful when pushing into the eye. It ruptured the patient's capsule. The iol was exchanged for sulcus based lens during the initial implant procedure. Additional information has been requested.